Manufacturer narrative:
One unused smiths medical jelco® optiva® i.v. Catheter was returned for analysis. The sample was analyzed under magnification with no defect found. The needle was found to be sharp and the bevel didn't show any anomaly. The wall thickness and the trim length measurement were in compliance with the internal specification. Based on the evidence there was no fault found as the complaint was unable to be confirmed. There is no root cause.

Event description:
Information was received indicating that a smiths medical jelco® optiva® i.v. Catheter was "not as sharp as normally" during insertion. It was noted that the patient experienced some pain but there were no reported adverse effects.